Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the tip of the eyelet is broken, bio-screw had broken at the distal end of the tip and threads of the suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet. Functional testing noted that the driver works smoothly as required. The method used to prepare the bone, as well as the bone quality encountered, was not provided. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.

Event description:
Additional information received on 9/26/2023: this was discovered during an rcr procedure. There is no known reason why the anchor was removed. Arthrex employee reported that the surgeon decided to remove the anchor. The case was delayed for twenty minutes. The patient has not experienced any negative effects or significant symptoms due to device failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-2323bcc biocomposite swivelock c suture would not tighten. As a result, the eyelet and anchor broke during removal. This was discovered during a procedure on (B)(6) 2023. The case was completed using a new ar-2323bcc biocomposite swivelock c. Additional information requested.